Event description:
It was reported that the customer had a motor error alert twice on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is resetting insulin pump by clearing the alarm, taking the reservoir out and re-priming and then using it again. No further assistance needed at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.